Event description:
It was reported at implant that there were high impedances readings of greater than 3000 ohms, and a setscrew problem was suspected, as lead impedance tested within normal ranges via analyzer. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Visual inspection revealed grommet damage.